Event description:
Pt had placed in his left arm, a brachial cephalic fistula in 2001 for the purpose of dialysis. The fistula did well until late 2007 when there were frequent bleeding episodes post dialysis. One area of the upper arm appeared to enlarge, in the form of an egg. There appeared to be an area in which the skin opened, and in 2008, the fistula broke through and pt bled to death.